Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
It was reported that a 13.2mm, vicmo13.7, -12.00 diopter, implantable collamer lens was implanted into the patient right eye (od) as a replacement lens due to low vault but it did not resolve the problem. " ok " was reported for status of the eye (signs/symptoms). For additional information the reporter stated " the surgeon decides to make close follow-up at the moment." Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: b5 - vicmo13.7 should be corrected to vicmo13.2. Claim# (B)(4).

Manufacturer narrative:
B5 - it was later reported during a follow up examination the patient is fine. - this should have been reported at a previous date. Claim#: (B)(4).